Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received inoperative for no power but in good condition for evaluation at the product analysis lab (pal). The hc device failed the return instrument test / evaluation (rite) electrical earth leakage current performance specification test. A visual inspection revealed fluid inside the door, bottle and pump assemblies causing the pump to short and become inoperative. The cause for the rite test failure - earth leakage current was determined to be a shorted/inoperative pump assembly due to fluid ingress. The device history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. The device was identified to be scrapped during servicing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter service technician found that a homechoice system failed the performance specification for the earth leakage current testing.